Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the display was changing and they were having difficulties seeing the display. The customer's blood glucose was 7.5 mmol/l at the time of incident. The customer stated that the insulin pump was bumped. The customer stated that the battery cap was fine. The customer stated that they were having issues with the battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hours and no blank display anomalies noted. Power connector plugged in and locked in place properly. The insulin pump received with minor scratched display window and case.